Event description:
It was reported that the stent partially deployed. A 5x120x130 innova stent was selected for use for a stent implantation procedure in the superficial femoral artery (sfa). The target lesion was 80% stenosed with severe calcification. Following pre-dilation, the stent was advanced to the lesion with a contralateral approach over a .035 guidewire. The physician then attempted to deploy the stent using the thumbwheel, however, significant resistance was felt after approximately half the stent was deployed. The physician attempted to deploy the remaining stent using the pull grip, however, the physician was unable to deploy the remainder of the stent. The physician then withdrew the stent from the patient and completed the procedure using a different device. There were no patient complications reported.

Event description:
It was reported that the stent partially deployed. A 5x120x130 innova stent was selected for use for a stent implantation procedure in the superifical femoral artery (sfa). The target lesion was 80% stenosed with severe calcification. Following pre-dilation, the stent was advanced to the lesion with a contralateral approach over a .035 guidewire. The physician then attempted to deploy the stent using the thumbwheel, however, significant resistance was felt after approximately half the stent was deployed. The physician attempted to deploy the remaining stent using the pull grip, however, the physician was unable to deploy the remainder of the stent. The physician then withdrew the stent from the patient and completed the procedure using a different device. There were no patient complications reported. Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink at the nosecone and a kink on the inner liner at 13.6cm from the tip. Microscopic examination did not reveal any damage. The stent was not returned with the device. There is blood present in the inner liner and midshaft. Inspection of the remainder of the device presented no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling of the device.